Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the right ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2023. During preparation, it was noticed that the tip of the sheath was bent. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h2: additional information: block d7a (sud reprocessed and reused) and block h8 (usage of device) updated. Block h6: imdrf device code a04 captures the reportable event of sheath tip bent. Block h10: investigation results the returned navigator was analyzed. A visual and microscopic examination found that the dilator tip was bent/kinked. Functional inspection was attempted to remove and insert the dilator in the sheath without any issues. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of sheath bent was confirmed. It is possible that operational factors, interaction of the excess force applied over the device during preparation such as the handling before their use could have caused the bent/kinked found. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the right ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2023. During preparation, it was noticed that the tip of the sheath was bent. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).